Event description:
It is reported that when the circulating nurse opened the box, there was no polymer liquid inside. The box was sealed before opening.

Manufacturer narrative:
This bone cement is manufactured at heraeus-kulzer and distributed through zimmer orthopaedic surgical products. Eval summary- cause cannot be definitively determined. The mfg protocol revealed no inconsistencies or irregularities.